Event description:
The nurse manager reported that while 6 pts were hooked up to kidney dialysis treatment, they simultaneously experienced classic glutaraldehyde exposure symptoms (bad taste in mouth, drop in blood pressure, shortness of breath). The dialysis treatment was immediately discontinued and all 6 pts received prompt medical treatment from the nurses on-site. One pt was hospitalized overnight. All symptoms subsided.